Event description:
Suspect ffrw oversensing on current egm, and intermittent atrial undersensing on stored at/af episode. As well as possible ffrw on stored episode. Device programmed to most sensitive setting due to history of at/af and small p waves. Recommended assessing in uninolar for possible better sensing. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).